Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 200 mg/dl and was treated with 10 ¿ 13 units of insulin by their spouse. A bg was not performed prior to the administration of insulin. An unspecified amount of time later, the patient experienced tiredness, dizziness, weakness, body cramps, difficulty opening his mouth followed by a loss of consciousness. Although the patient¿s cgm displayed 100 mg/dl and a bg was not performed, emergency medical services (ems) was called and instructed the spouse to administer sugar to the patient. Fifteen minutes later, ems arrived, performed a bg which was 31 mg/dl, administered IV glucose, and transported the patient to the hospital. The cgm displayed 101 mg/dl. During transport to the hospital while in the ambulance, the patient regained consciousness and injured his toe. Upon arrival to the emergency department, the patient¿s bg was 169 mg/dl but the cgm displayed 250 mg/dl. The patient was evaluated, transported to another hospital for additional treatment. The patient¿s toe injury was treated with an antibiotic and his unspecified kidney issue was treated with prednisone. The patient was admitted to the secondary hospital and released nine days later. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).